Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving baclofen 3 ,000 mcg/ml 2,678.1 mcg/day (flex dosing) via an implantable pump. Indication for use was intractable spasticity and multiple sclerosis. The date of the event was unknown. It was reported the pump was ¿not working properly¿. The patient wanted to have the entire system replaced. A catheter dye study and rotor study were performed, and they were normal. The pump was replaced (B)(6) 2019. The issue was resolved. Patient status was alive - no injury. Patient weight and medical history were asked but unknown. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a company representative. Clarification of the pump was not working it was reported there was no issue evident during the replacement surgery. The managing neurologist believed the symptoms were attributable to disease progression.

Manufacturer narrative:
Device evaluation of implantable pump serial number (B)(4) revealed no anomalies. The returned device passed all testing in the laboratory and no anomalies were identified. The evaluation codes have been updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), product type: catheter. UDI# (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.